Manufacturer narrative:
The insulin pump was received with minor scratched lcd window; loose drive support disk cracked case at the display window corners, broken battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the battery compartment. The customer reported the drive support cap to appear loose. The insulin pump was returned for analysis.